Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-nov-2017 with the following findings: investigation was unable to duplicate the blank screen complaint about. A leak test was performed and a battery compartment and bolus button leak were discovered. The pump was opened and moisture was found inside the pump on the display, and on all boards.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank with moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the inability to use the product which may lead to long term cessation of delivery.